Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit was failing the oxygen supply test. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 21feb2019. The customer installed the new sensor pcb in attempt to resolve the issue and could smell something overheating right away; the vent did not power on. Mains led is illuminated, would not power on in diagnostic mode. The customer is going to request replacement sensor pcb under warranty. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 15mar2019, date rec¿d by MFR : 09mar2019 . The customer reported that the sensor board was replaced to resolve this issue. The unit was operational and had been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.